Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, after experiencing difficulty removing the catheter from dispenser coil after flushing, an idc coil got stuck in the catheter and could not be pulled back. The coil had to be removed with the microcatheter. The procedure was completed with another device.